Event description:
The distributor reported that the thermogard xp ivtm system (sn tgxp10926) displayed mid:11 (post nvram) intermittently during the preventive maintenance on the equipment. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned to zoll for evaluation because the distributor resolved the error after replacing the li-ion coin battery and restarting the device. Therefore, no further service was required to be performed by zoll.